Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lead extraction procedure this implantable cardioverter defibrillator (ICD) exhibited a short circuit condition code 1004 after delivery of a shock. Subsequently, this ICD was explanted and replaced. No additional adverse patient effects were reported.